Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. However, without return of the product and with the limited information available, a conclusive cause could not be determined. (B)(4).

Event description:
Medtronic received information that two weeks after the implant of this transcatheter bioprosthetic valve, an echocardiogram indicated severe paravalvular leak (pvl). A smaller transcatheter bioprosthetic valve was successfully implanted, valve-in-valve, improving the paravalvular leak (pvl) to mild. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.